Event description:
Contacted regarding several erroneously elevated troponin (accu tnl) results from 4 different pts (a,b,c and d that were generated by the access 2 instrument. Pt a had an elevated accu tnl result of 1.31ng/ml. The same sample was re-centrifuged and retested for accu tnl. The repeated accu tnl result was 0.01ng/ml. Pt b had an elevated accu tnl result of 8.99ng/ml. The same sample was re-centrifuged and retested for accu tnl. The repeated accu tnl result was 0.03ng/ml. Pt c had an elevated accu tnl result of 1.75ng/ml. The same sample was retested for accu tnl. The repeated (1st repeat) accu tnl result was 0.66ng/ml. This result was reported out of the lab. After reporting the elevated accu tnl result out of the lab, the customer indicated that the same sample was re-centrfuged and re-tested for accu tnl. The repeated (2nd repeat) accu tnl result was 0.02ng/ml. This result was reported out as a corrected report. Pt d had an elevated accu tnl result of 0.946ng/ml. The same sample was re-centrifuged and retested for accu tnl. The repeated accu tnl result was 0.01ng/ml. The customer indicated that with the exception of pt c, no falsely elevated accu tnl results (above 0.50ng/ml) were reported out of the lab. The customer did not receive any report of pt injury requiring medicla intervention or change to pt treatment that can be attributed to this event. The customer indicated that the qc results prior to and after the event were within their specifications. The customer indicated that the system check performed on the day before were within specification. The customer collects pt samples in lithium heparin tube with gel separators and centrifuges their samples at 1300 rpms for 10 minutes. Investigation summary (by beckman coulter): from section b5: during the event investigation, the customer indicated that pt c may have received thombolyitc therapy. There has been no confirmation that treatment was initiated. Pt result provided by the customer exhibited result patterns that suggest sample handling issues may have contributed to this event. The elevated accu tnl results were back in the normal range after re-centrifuging the original samples. The customer commented that they have been monitoring mixing very closely due to past errors in mixing samples and follow beckman coulter guidelines closely for sample handling.